Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. The disposable tubing was not provided for investigation a review of the device history record for sn (B)(4) was performed from date of manufacture 17 aug 2017 to the present date 13 nov 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that during annual maintenance, the rate accuracy percentage of the pump is low and it would not calibrate. There was no patient involvement.